Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed and found that the unit was returned for failure analysis and the reported failure was replicated. Failure analysis installed monitor to xi system and no image in right eye when power up surgeon side console (ssc). The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported failure and replaced the high resolution stereo viewer (hrsv) to resolve the issue. Based on the field evaluation, this reported event was confirmed which indicates that the device did contribute to the customer reported issue. A return material authorization (RMA) was issued to evaluate the isi device.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the surgeon called in during the case to report that the right video channel on the surgeon side cart (ssc) was black. Prior to the call into technical support, site restarted system twice without improvement. The intuitive surgical inc.(isi) technical support engineer (tse) guided surgeon to check if both video channels were present, which was the case. On the right high resolution stereo viewer (hrsv), no icons were present. The hard power cycle of the ssc did not resolve the problem. The procedure was converted to open with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that additional stating that additional anesthesia was administered to the patient as a result of this event.